Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 448 (mg/dl). The cause of the elevated bg level was unknown. Reportedly, the customer delivered a bolus via the pump to address bg level however, the customer's bg level remained elevated. Subsequently, the customer was hospitalized on (B)(6) 2017. While in the hospital the customer received insulin and fluids intravenously. The customer was released from the hospital the following day. In addition, the customer experienced resistance when filling a cartridge. Reportedly, the customer removed and reinserted the needle into the cartridge septum and successfully filled the cartridge to address the event. The customer's bg level was 90 (mg/dl) at the time of the event.